Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse was informed that cell one produced errors. The fse inspected the instrument and discovered that the pinch-valve was positioned incorrectly. The valve was repositioned; the instrument was calibrated. All verification testing passed within instrument specifications. Cell two also yielded higher than normal results for sodium. Follow-up was scheduled for the reported issue. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. In conclusion, the reported event was likely caused by a hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: issue with ion-selective electrode (ise). There was no report of death or serious injury.